Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number:1627487-2022-00960, 1627487-2022-00961. It was reported that the patient's system was autoreducing. As a result, the patient may undergo surgical intervention to address the issue.

Event description:
Additional information received indicates that the issue only pertains to the patient's octrode lead. As a result, the patient underwent surgical intervention during which the octrode lead was explanted and replaced. Effective therapy was established post-operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.